Event description:
The following was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment of a type b chronic aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag/ac). Two ctag/ac devices were implanted without any issue, and the procedure was completed. On (B)(6) 2022, a distal arch aorta enlargement was observed on the CT angiography, and type iii endoleak at the component junction was suspected; however, the patient's renal function was reportedly poor, and enough contrast evaluation could not be performed. On (B)(6) 2022, reintervention was performed, ballooning at the component junction was performed. A type ii endoleak possibly remained but the physician elected to monitor it. The patient tolerated the procedure. It was reported that there was a difference in caliber between the two ctag/ac, so there was quite wrinkled.

Manufacturer narrative:
(B)(4). Since it is unknown which device is directly implicated in this complaint; tgmr312610j / 24223576 / UDI #(B)(4) will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (false lumen), endoleak and reoperation. Since it is unknown which device is directly implicated in this complaint; tgmr312610j / (B)(6)/ UDI #(B)(4) will be included on this report.